Event description:
It was reported that a female patient who had an unknown mentor saline prosthesis placed experienced deflation of an unspecified side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional event details have been made available to mentor at this time. If additional event details are made available in the future, then a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor saline prosthesis placed experienced deflation of an unspecified side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional event details have been made available to mentor at this time. If additional event details are made available in the future, then a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on december 22, 2022. The device, previously unknown saline, is a mentor smooth round moderate profile 275cc saline prosthesis, catalog #3501640, lot #9555186, serial #(B)(6) . The implant date was clarified to be (B)(6) 2021. The device was replaced with a new mentor smooth round moderate profile 275cc saline prosthesis on (B)(6) 2022. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. 9. FDA correction/ removal reporting no. (H9): 3005423519-10/12/2021-001-r since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on january 16, 2023. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the impacted product was completed by the failure analysis lab on february 27, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view near the patch measuring approximately 0.3 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. According to the manufacturing investigation, the process controls and data records collected are within specification. For the deflation reported on this product complaint for the lot number, this complaint is not able to be confirmed as a manufacturing defect. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).